Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-20/30. Please see mrn 1415939-2020-00137 for results generated with reagent lot number 16253fn00. Please see mrn 1415939-2020-00139 for results generated with reagent lot number 16347fn00.

Event description:
The customer observed false positive sars-cov2-igg results generated on the architect i2000sr processing module for multiple samples across three reagents lot numbers compared to an elisa method. The customer has analyzed around 6500 samples and detected 402 positive results with sars-cov2-igg. 46 of the samples were positive with sars-cov2-igg and negative with elisa. 41 of the samples were positive with sars-cov2-igg and grayzone with elisa. 315 of the samples were positive with both assays. The customer is inquiring about the high results for some of the abbott positive assays which were negative or grayzone with elisa. The customer provided data for 20 samples which meet this concern. The following 11 samples were generated with reagent lot number 16318fn00: sid (B)(6): architect result = 4.11 index (s/c), elisa = 0.63; sid (B)(6): architect result = 4.69 index (s/c), elisa = 0.84; sid (B)(6): architect result = 7.85, elisa = 0.57; sid (B)(6): architect = 4.24 index (s/c), elisa = 0.90; sid (B)(6): architect = 4.91 index (s/c), elisa = 1.43; sid (B)(6): architect = 4.48 index (s/c), elisa = 0.15; sid (B)(6): architect = 5.84 index (s/c), elisa = 1.35; sid (B)(6): architect = 5.84 index (s/c), elisa = 0.81; sid (B)(6): architect = 4.63 index (s/c), elisa = 1.26; sid (B)(6): architect = 4.78 index (s/c), elisa = 1.29; sid (B)(6): architect = 6.70 index (s/c), elisa = 0.28. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records and scientific literature. Return testing was not completed as returns were not available. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on reagent lot 16318fn00 did not show any potential non-conformances, or deviations related to the customer observation. In-house specificity testing for reagent lot 16318fn00 was completed using a retained kit of the complaint lots. All validity and acceptance criteria were met indicating that the lots are performing acceptably. The customer obtained positive results for multiple patient samples when testing was performed using architect sars-cov-2 igg reagents in comparison to negative and grayzone results obtained with an elisa method. The elisa method used by the customer was not provided. However, a direct comparison should not be made between the architect sars-cov-2 igg assay and the elisa assay as both assays utilizes a different test principle. The architect sars-cov-2 igg assay uses chemiluminescent microparticle immunoassay (cmia) technology whereas elisa is an enzyme-linked immunosorbent assay. No specific patient history was provided in this case. No information was provided in relation to symptom onset or pcr testing. Per product labeling, results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per limitation of the procedure section of the package insert, non-sars-cov-2 coronavirus strains, such as coronavirus hku1, nl63, oc43, or 229e, have not been evaluated with this assay. In a population of patients with non-covid-19 respiratory illnesses, no cross-reactivity has been observed. A study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Additionally, review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Based on the investigation architect sars-cov-2 igg reagent lots 16318fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.correction: expiration date was updated from 07/18/2020 to 7/16/2020.